Event description:
This is a case reported from baxter (B) (4). The case was reported to a baxter sales representative on the 27th of january 2010 from a doctor from the dialysis department of (B) (6). On the (B) (6) 2010 the patient was not doing dialysis but realized he was wet because liquid came out from the mini set, a small plastic part came off from the connection at the titanium adapter. The patient put the small plastic part back in the correct position, but he did it without disinfecting his hands. On the (B) (6), the patient was admitted to the hospital for peritonitis caused by pseudomonas bacterium. He was treated with large spectrum antibiotic and now he is recovered. The sample is available.

Manufacturer narrative:
(B) (4). The device has not yet been received if the device is received follow up information well be send accordingly.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for the patient connector luer inadequately inserted into the set tubing as returned. Per complaint text this was a result of improper reassembly by the user after separation of the component from the transfer set. The tubing is designed to be held on the patient connector luer by friction fit. There was no indication that the luer was damaged or abnormal. A previously opened CAPA, (B)(4), investigated patient luer disconnections that appear to have the same or similar failure mechanisms. It was determined that there was no individual root cause of separations like this. Such separations were judged to result from rare combinations of multiple plant, provider, and user variables. A batch review of this particular lot could not be conducted on this case since the lot number was unknown. A trend review is attached to this task showing no adverse trend for this issue; a cluster of cases did occur in one month during (B)(4) at two (B)(4) customer locations. Production lots identified with that group spanned several years, with no reports of similar problems from other shipments of these lots to other locations. With the exception of this group there have been only isolated individual reports of this mechanism worldwide (B)(4). Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. (B)(4). This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.